Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenanculum forceps instrument was found to have a broken cable. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "cables have been broken". Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. A review of the site's complaint history confirmed patient identifier (B)(6) and patient identifier (B)(6) (this complaint) are related records. The instruments under both records were used in the same surgical procedure. A review of the instrument log for the tenaculum forceps instrument (part# 470207-10/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6) 2022 via system (B)(4). There were 2 uses remaining after this last usage. A review of the rfe procedure log showed the site performed this myomectomy surgical procedure on (B)(6) 2022 via system (B)(4). This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.